Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she went to the emergency room due to an infection site on her thigh. The infection site was red and when the customer removed the infusion set, the site was hot and bloody, puss came out. Customer was also experiencing heart racing and upset stomach. Customer's blood glucose level was over 600 mg/dl due to the infection, per health care professionals. Customer was treated with IV and antibiotics. Customer was wearing the insulin pump at time of emergency room visit. Customer reported she has had 15 no delivery alarms since (B)(6) 2015, sometimes during a bolus. Customer was able to clear the alarms with a complete set change. Customer will not be returning the device for analysis.